Event description:
During a coil embolization procedure, a femoral approach was chosen with an envoy 6french and 2 (mc) microcatheters technique (prowler 14 mp and sl10 45). A 5x15 trufill coil was inserted through prowler 14 mp for framing, and after an orbit trufill 3.5x9 was inserted through sl10, but after struggling several time caused by mc coming out from the aneurysm sac, the coil could not be pushed into the aneurysm sac nor pulled back out. After removing the sl10 mc with this coil at the same time, the coil was stretched. The patient was admitted in semi coma and after the procedure, the patient continued in semi coma. During insertion, no resistance or friction was noted with the sl 10 mc, and there were no kinks in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system, and during placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning.

Manufacturer narrative:
Concomitant medical products: envoy 6french, trufill coils, and 2 (mc) microcatheters (prowler 14 mp and sl10 45). During repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter (sl 10) was utilized to complete the procedure, since there were no damages noted on the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system after removal from the patient. During the procedure received heparin 3000 units. After the procedure, the aneurysm was obliterated. No further information was available. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that the product was returned for evaluation. During an aneurysm coil embolization using a dual microcatheter technique when placing a 3.5x9 mini complex fill trufill dcs coil, after struggling several times with the noncordis sl10 microcatheter coming out of the aneurysm sac, the coil could not be advanced into the aneurysm or pulled back out. The microcatheter and coil were removed as a unit and it was noted that the coil had stretched. There was no change in the patient's baseline semi-comatose status. The procedure was treatment of an anterior communicating (acom) artery aneurysm. The aneurysm dimensions and neck size are not known. A dual catheter approach was used for coiling. Prior to insertion of the 3.5x9 coil, the first coil, 5x15 trufill dcs orbit was placed for framing through the prowler 14. No resistance or friction was noted with insertion of the second coil through the sl10 microcatheter and there were no kinks in the mc that may have contributed to the event. During insertion, no additional force was utilized to advance or remove the coil/delivery system, and during placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. One to one relationship between the coil & delivery tube was verified with fluoroscopy prior to repositioning. During the repositioning process, the coil delivery system was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter (sl 10) was utilized to complete the procedure, since there were no damages noted on the microcatheter. Other than the reported event, no other damages were noticed with any other section of the device, and the coil was still attached to the delivery system after removal from the patient. During the procedure received heparin 3000 units. After the procedure, the aneurysm was obliterated. No further information is available. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped and presented no anomalies. The embolic coil was still attached to the gripper and it was stretched from the proximal side. The support coil, gripper and embolic coil were out of the introducer. Kinks were noted in the hypotube and support coil. The gripper was inspected and no damages were noted. The od from the delivery tube was measured and was found within specification. The gripper and embolic coil were inspected under microscope; stretched section on the embolic coil was confirmed while the gripper presented no damages. Inspections are in place to prevent these kinds of damages leaving from the facility. Functional test could not be performed due to the condition of the received product (embolic coil stretched). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470980 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Although the report that the coil could not be advanced or withdrawn could not be evaluated, the kinks noted in the support coil and hypotube as well the stretched condition in the embolic coil could have affected this reported event. In addition, the device meets with the od specification according the manufacturing procedures. The reported stretched condition of the coil was confirmed. Based on the reported information, it appears that aneurysm/vessel characteristics leading to a dual microcatheter approach along with device manipulation may have contributed to the coil stretching. Neither the analysis nor the DHR review suggests that these damages are related to the manufacturing process. It appears that procedural and handling factors may have contributed to the reported event; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Introducer was unzipped and presented no anomalies. Embolic coil was still attached to the gripper and it was stretched from proximal side. Support coil, gripper and embolic coil were out of the introducer. Kinks were noted in the hypotube and support coil. Gripper was also inspected and no damages were noted. The od from the delivery tube was measured and was found within specification according to document (B)(4). Gripper and embolic coil were inspected under microscope; stretched section on the embolic coil was confirmed while the gripper presented no damages. Functional test could not be performed due to the condition of the received product (embolic coil stretched). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470980 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Failure reported by the customer as "resistance/friction "during advancement" could not be evaluated due to the conditions of the received product. The second failure reported as "coil" stretched during advancement" was confirmed. The kinks noted in the support coil and hypotube as well the stretched condition in the embolic coil could have affected the failure reported as resistance friction. The cause of the stretched condition in the embolic coil could have been impacted by the handling of the unit due to per (B)(6) investigation the customer state that "after removing the sl10 mc with this coil at the same time, the coil was stretched." And no damages were noted after removed from the packaging. Neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process; in addition, the device meets with the od specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. First reported failure could not be evaluated during the analysis; however the damages noted in the device (coil stretched and support coil kinked) appears to be impacted on the resistance friction failure as well as procedural factors appear to contributed in the stretched condition on the embolic coil. Procedural and handling factors appears to be contributed in the failures experienced by the customer, therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.